Manufacturer narrative:
Date of event: date of event is unknown. Boston scientific became aware of the event on (B)(6) 2021. Therefore, a date of (B)(6) 2021 was entered to indicate that the event occurred on an unknown day in (B)(6) 2021.

Event description:
It was reported that stent damage occurred. The target lesion was located in the diagonal branch. A 3.00 x 12 synergy drug eluting stent was used for treatment, but resistance occurred while removing the device, and the struts were damaged. It was noted that stent struts can be damaged when there is not enough pre dilation and calcification in the vessel. Predilation was performed, and another synergy was deployed and completed the procedure. There was no patient complications, and the result was good.